Manufacturer narrative:
(B)(4). Concomitant medical products: 110010571 ¿ g7 suction cup ¿ 791290; 11-300920 ¿ arcos distal stem ¿ 011130; 11-301300 ¿ arcos cone body - 494970; xl-200152 ¿ bearing ¿ 438540; 650-1055 ¿ bioloxd head ¿ 2907257; 00500106028 ¿ liner ¿ 62549488; 00500106000 ¿ shell - 37212712. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-00360, 0001825034-2018-10888, 0001825034-2018-10889, 0001825034-2018-10890.

Event description:
It was reported that patient underwent a hip revision approximately 7 months post implantation due to dislocation and infection. During the surgery, all implants were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.